Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure [pta], the catheter tip detached within the patient's descending abdominal aorta. The physician had acquired retrograde femoral artery access. During a catheter exchange the catheter tip detached but still remained on the wire. The physician then used a vascular snare device to secure the catheter tip to the wire for successful catheter tip retrieval from the patient. Another catheter was used to finish the procedure successfully for the patient.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.